Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy, yellow effluent and abdominal pain. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin 1000mg, injection amikacin 150mg and injection heparin 1000iu for peritonitis. At the time of this report, the patient remains hospitalized. The patient outcome were not reported. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, h6 and h11. B5: upon follow up, it was reported that the cause of the peritonitis was a breach in aseptic technique. The breach in aseptic technique was not further described. Additionally, the fungal peritonitis was manifested by fever. The vancomycin treatment was reported to be every 72 hours, intraperitoneal, discontinued. The amikacin was given once a day, intraperitoneal, and discontinued. The heparin was given once a day, intraperitoneal, and discontinued. On an unknown date, the patient was discharged from the hospital. It was not reported that retraining was done. At the time of this report the patient was not recovered from the events. On an unknown date, pd therapy was discontinued and the patient was shifted to hemodialysis(hd). The hd is ongoing. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.